Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient experienced bradycardia which required additional intervention. There were two target lesions located in the left anterior descending (lad) artery and one lesion in the right coronary artery (rca). The physician elected to begin treatment in the lad due to the tortuosity of that vessel. The physician first placed a temporary pacemaker in the patient. A luge crossing wire and a choice pt crossing wire were used to cross the lesions. The physician exchanged the choice pt wire for a csi coronary viperwire guidewire and loaded a csi coronary orbital atherectomy device (oad) onto it. Two runs at low speed were performed using the oad, but during the second run, a vessel spasm was noted at the site of treatment. The patient then became bradycardic which was treated by administering nitroglycerine and adjusting the patients pacemaker. At that point, the patient began complaining of chest pain, blood pressure dropped and the patient coded. Chest compressions were performed, the patient was intubated and recovered from the event. The physician removed the csi viperwire guidewire and advanced the choice pt wire back across the lesions. The physician completed the intervention via balloon angioplasty followed-up with stent placement. The patient left the room in stable condition. It is unknown whether or not the rca was treated. Requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.